Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. The actuator is at its post t2 deployment position indicating a complete deployment. The needle is dramatically bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Use error may have been a contributing factor to this event.

Event description:
It was reported that fast fix 360 anchor did not deploy. A second device was given to the surgeon and it did the same thing. A competitors product was used successfully to complete the case. No further complications were encountered nor was there any patient injury.